Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) displayed an error code noting that incoming tests were unable to be performed due to the error and that the service log file was corrupt and the main board needed to be replaced. Analysis also noted that the display was damaged due to having black spots and a software update was required. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error at startup on the external pulse generator (epg). The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.